Event description:
It was reported that (B)(4) transmission showed nsln due to post-paced t-wave oversensing on the ventricular lead the oversensing was noted on a stored egm. The patient is asymptomatic. Reprogramming the devicewas recommened.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.